Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons of the insulin pump were sticky. Customer¿s blood glucose level was unknown. Customer stated that battery not lasting 7 days, rejected new batteries and rewind was louder. Customer also stated that random no delivery unexplainable multiple times. The insulin pump will not be returned for analysis.